Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was discarded. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 27mm 6625lp mitral valve implanted 11 years, 10 months, was explanted due to mitral regurgitation and calcification. The explanted device was replaced with a 31mm mosaic valve. Patient presented with severe heart failure symptoms related to prosthetic valve dysfunction. The patient also underwent tricuspid valve repair with a 30mm tricuspid ring during the procedure. The patient tolerated the procedure well and was transferred to CT ICU in stable, intubated condition. Patient was noted to have post-operative bradycardia and subsequently required permanent pacemaker to be placed. Patient was discharged home in stable condition on post-operative day 10. Per pathology report, one leaflet is focally calcified. Two of the valve leaflets are pink-tan, easily pliable and grossly unremarkable; however, the third leaflet displays a 0.9 cm b 0.5 cm central defect with irregular borders. Additionally, at the junction between this leaflet and the adjacent leaflet, the tissue has separated from the supporting structure of the sewing ring. .

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The cause of the event was most likely due to patient factors and progression of underlying valvular disease.